Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly tested her daughter back to back with the following results on the mobile system within 10 minutes: 20 mmol/ll and 10 mmol/l. And then again on the next day with the following results within 10 minutes: 8 mmol/l and 20 mmol/l. No adverse event reported. Requested return of suspect device for evaluation.